Manufacturer narrative:
No further information available for investigation. No lot or device available. A follow up communication could be sent if new information about this case will become available.

Event description:
1 year and 4 months after primary revision surgery performed due to tibial tray loosening. The surgery was completed successfully.